Event description:
It was reported that the patient underwent a surgical procedure with this artificial urinary sphincter (aus) due to the cuff was damaged during an ER visit, a catheter was placed that later damaged the cuff resulting in the patients incontinence to return. The aus cuff was explanted and replaced with a new aus cuff. The patient was happy and no longer leaking following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of incontinence is a know risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review was performed and according to the aus instruction for use document, "recurrent incontinence" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure with this artificial urinary sphincter (aus) due to the cuff was damaged during an ER visit, a catheter was placed that later damaged the cuff resulting in the patients incontinence to return. The aus cuff was explanted and replaced with a new aus cuff. The patient was happy and no longer leaking following the procedure.